Event description:
Ge healthcare (gehc) became aware of a publication that alleges a patient developed late on sepsis during an observational study while using a giraffe omnibed. It is unclear if there is direct causation between the reported sepsis and the giraffe omnibed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Based on information in the complaint and the clinical research article, ge healthcare concluded that the cleaning and disinfection instructions provided in the device instruction for use are different from the research protocol. The research protocol did not include a disinfection process for all necessary parts. There is no causation between the reported sepsis and the giraffe omnibed.